Manufacturer narrative:
Based on additional information received, it was confirmed that the involved device was added as a complaint in our system in error. The event only involved one faulty screwdriver, reported in MFR report ref# 0008031020-2024-00325. Therefore, this MDR report will be cancelled as non-reportable.

Event description:
As reported by the company rep: during multiple cases using the 6.5 autofix loan kit, the k-wires provided (or ones of the same size, 1.8mm) were not fitting through the autofix instrumentation. This issue has occurred in multiple instrument sets. The issue was discovered intra-operatively, causing the surgery to be fully canceled while the patient was already prepared in the room. Inquiry pi (B)(6) ¿ event date (B)(6) 2024 tuesday. Case cancelled. 2 out of 4.

Event description:
As reported by the company rep: during multiple cases using the 6.5 autofix loan kit, the k-wires provided (or ones of the same size, 1.8mm) were not fitting through the autofix instrumentation. This issue has occurred in multiple instrument sets. The issue was discovered intra-operatively, causing the surgery to be fully canceled while the patient was already prepared in the room. Inquiry pi (B)(6) ¿ event date 07/23/2024 tuesday. Case cancelled. 2 out of 4.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.